Manufacturer narrative:
Type 1 diabetes reported that on (B)(6) 2018 he was wearing his v-go 20 and he took he blood sugar and the reading was over 400. . The patient stated at approximately 2:00 pm he checked his levels again and the meter still read high and he was vomiting so he went to the emergency room. Patient never checked his urine for ketones. The patient stated that he blood sugar was checked in the emergency room and the reading was 600. The patient stated he was admitted into ICU for one day and then stay another day out of ICU and was released from the hospital (B)(6) 2018. Patient's opinion was that the v-go 20 device did not deliver insulin. Patient does have other medical issues involving his spinal fluid but did not reveal the details. The device has not been returned for evaluation. Root cause cannot be determined based upon the information provided.

Event description:
Type 1 diabetes reported that on (B)(6) 2018 he was wearing his v-go 20 and he took he blood sugar and the reading was over 400. The patient stated he took 4 clicks. The patient stated he checked his blood sugar levels again and the meter read high. The patient stated he then removed and replaced the v-go at approximately 10:00 am and gave himself another 4 clicks. The patient stated at approximately 2:00 pm he checked his levels again and the meter still read high and he was vomiting so he went to the emergency room. Patient never checked his urine for ketones. The patient stated that he blood sugar was checked in the emergency room and the reading was 600. The patient stated the staff removed the v-go and gave him lantus and humalog. The patient stated he was admitted into ICU for one day and then stay another day out of ICU and was released from the hospital (B)(6) 2018. Patient's opinion was that the v-go 20 device did not deliver insulin. Patient does have other medical issues involving his spinal fluid but did not reveal the details. Patient is currently back on v-go 20. Blood glucose was 98. The device has not been returned for evaluation.

Manufacturer narrative:
Block e1- initial reporter. Block e2- health care professional -no. Block e3- non health care professional'. Block g7- follow up 1. Block h2- correction.